Event description:
Caller states that she went to the doctor due to reading of 383 mg/dl on the device. She states that at the doctor's office, her device read 251 mg/dl while the doctor's device read 120 mg/dl. No treatment was received. No quality controls were used. Requested return of suspect device and replacement was sent.